Event description:
It was reported that the patient presented in the clinic. It was noted that the chronic right atrial (ra) lead, right ventricular (rv) lead and previously capped right ventricular (rv) lead were explanted due to insulation damage on (B)(6) 2025. The implantable cardioverter defibrillator (ICD) was explanted due to an unknown reason. The patient was in stable condition.